Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a pta procedure for arteriovenous prosthesis procedure 3 pacific plus balloons were used. In the brachial artery (prosthesis a. Brach- v. Cephalica), relative stenosis of the proximal side of the seam was reported, entered the treatment of stenosis. The procedure first used .018 wire and 5x40mm and 6x40mm pacific plus balloon, which did not open the stenosis. Next a .018 7x40mm (90 cm) pacific plus balloon was used, the balloon broke before the stenosis expanded. It is reported the balloon burst inside the vessel. From this came a small extravasation, which was treated with a long balloon expanded at low pressures. The vascular surgeons continued the procedure in the operating room where the patient, under anaesthesia, started to become lifeless. Patient is reported as deceased.